Event description:
It was reported that when using videoscope, the image was greenish, and the image improved when the scope was changed. The reported malfunction occurred during pre-use inspection. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when using videoscope, the image was greenish, and the image improved when the scope was changed. The reported malfunction occurred during pre-use inspection. There were no reports of patient involvement.